Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/15/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a plastic surgery procedure on an unknown date and suture was used. The suture broke during use. The procedure was completed successfully. There were no reported adverse consequences for the patient.